Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 3.9 mg. Therapy date: (B)(6) 2014. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14e3051201; expiration date: 12/02/2014. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. Foreign- (B)(4)/ study name- (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, two stellarex catheters were used to treat the target lesion of the right proximal sfa. Approximately 36 months after the index procedure, the treated lesion was occluded. A successful revascularization of the treated lesion was performed on (B)(6) 2017. The physician indicated that this is not related to the study device or procedure.